Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. As received, the ECG a and c and front therapy electrode (te) cable was cut. The cut in the cable severed the red (-5v), blue (+5v), violet (agnd), and black (fire gel return) wires. The cause of the non-functional ECG electrodes is the damaged wires. The root cause of the damaged wires is physical abuse. No adverse event resulted from the damaged cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ECG electrodes were non-functional.